Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the hexavue custom room rack was located in a cabinet with poor airflow. The technician removed the cabinet door allowing airflow to enter the cabinet. No issues were noted with the function or operation of the hexavue custom room rack. The hexavue custom room rack was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the touch panel to their hexavue custom room rack was experiencing glitches and displaying an error message. The procedure was completed successfully following a short delay. No report of injury.